Manufacturer narrative:
Date sent to the FDA: 03/05/2020. Additional h-3 summary: one empty opened foil and one detached needle of product were received for analysis. During visual inspection of the detached needle, the swage and attachment area were noted to be as expected. The barrel hole was examined, and remnant suture was noted. However, the other section of the suture was not returned to determine the assignable cause. In addition, slightly marks were found on the body needle appears to be by use of surgical instrument. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the visual inspection, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
Date sent to the FDA: 02/21/2020. Additional h-3 summary: three pictures were provided for analysis. Upon visual inspection of the pictures, it was noted one open box, three folders with one insert needle appear detached and one empty folder of product. However, no conclusion could be reach on how this happen as the sample was not returned for analysis.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a dog underwent an oophorectomy on (B)(6) 2019 and suture was used. The needle pulled off at the level of white line ligature. No additional information was provided.